Event description:
It was reported by the rep that the device was used during a lobectomy. The clip could not be loaded into the jaw from the beginning. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the instrument was returned with the cartridge cover broken off and with the body seam cracked and separated. No further testing could be performed due to the returned condition of the instrument. No conclusion could be reached as to what may have caused the found damage of the instrument. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.